Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Manufacturer contacted customer on (B)(4) 2019 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved, and they are no longer experiencing symptoms. On (B)(6) 2019, the customer did seek medical attention at the hospital. She was diagnosed with hyperglycemia (bgr 525 mg/dl) and was treated with insulin and IV fluids. Customer was discharged from the hospital on (B)(6) 2019.

Event description:
Consumer is concerned with high results accompanied by symptoms. The customer is concerned with tests results from results obtained of 500 mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired, slight headache, excessive thirst, frequent urination, and blurry vision. Medical attention is reported as a result of blood glucose test result and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 05/24/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in stating her meter reads 500 mg/dl. Customer states she feels tired, has a slightly headache, has excessive thirst, frequent urination, and has blurry vision. Informed customer these are symptoms of high blood sugar. Customer will go to the hospital and call us back once she is home.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this timel. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# ((B)(4). Note: manufacturer contacted customer on 1/9/2019 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved, and they are no longer experiencing symptoms. On 1/8/2019, the customer did seek medical attention at the hospital. She was diagnosed with hyperglycemia (bgr 525mg/dl) and was treated with insulin and IV fluids. Customer was discharged from the hospital on (B)(6) 2019.

Event description:
Consumer is concerned with high results accompanied by symptoms. The customer is concerned with tests results from results obtained of 500mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired, slight headache, excessive thirst, frequent urination, and blurry vision. Medical attention is reported as a result of blood glucose test result and reported symptoms. The product storage location is undisclosed. During the call on 01/08/2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is (B)(6) 2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in stating her meter reads 500mg/dl. Customer states she feels tired, has a slightly headache, has excessive thirst, frequent urination, and has blurry vision. Informed customer these are symptoms of high blood sugar. Customer will go to the hospital and call us back once she is home.